Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during use while the hp was connected. The hp had disconnected from the hc during therapy, and when the hp went back to reconnect, the unit alarmed system error 2240. The technical service representative helped the hp clear the alarm and explained that the hp should end the therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A label review for the product family will be performed. If any relevant information is obtained from that review, a supplemental report will be submitted.